Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the foreign material in the forceps elevator remained due to insufficient reprocessing. However, a definitive root cause could not be determined at this time. The following information is stated in the instructions for use (IFU) which may have prevented the event: "all channels of the endoscope, including the elevator wire channel and balloon channel, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection control risk to the patient and/or operators performing the next procedure with the endoscope." Olympus will continue to monitor field performance for this device.

Event description:
The olympus asset device was returned to an olympus service center with no complaint from the end user. During inspection and testing of the returned device, service found foreign material in the forceps elevator. This report is being submitted for the foreign material found during the device evaluation.

Manufacturer narrative:
Upon further evaluation, service found a leak due to damage of the forceps/instrument channel at the distal end. The connecting tube had buckling, the rubber adhesive was deteriorated and detached. The bending angulation system was out of specification due to wear of the angle wires. Due to damage on the switch box, switch #2, switch #3, and switch #4 did not work. Due to clogging of the nozzle, water removal ability was out of specification. Do to damage on the ultrasonic cable, the echo signal was missing elements and out of specification. The control unit demonstrated corrosion due to fluid ingress. The image guide protector had a cut, the control grip and scope cover had dents. The suction cylinder was shaved. Scratches were observed on the control unit, switch #3, universal cord protector on control section, universal cord, ultrasonic cable, distal end, and on the acoustic lens. The universal cord and ultrasonic cable were sticky. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.